Event description:
The manufacturer was informed of the following event through mantra study. Based on the information received, perceval plus sutureless aortic heart valve size m was implanted in the patient through median sternotomy on (B)(6) 2023. There was no concomitant procedure performed. Reportedly, a complete heart block occurred on (B)(6) 2023, that required a pacemaker implant. Based on the information available, patient had a history of systemic hypertension, dyslipidemia, previous tobacco history. Patient is nyha class ii.